Event description:
It was reported that three lvp experienced key pad failures due to restart button not working found during preventive maintenance.

Manufacturer narrative:
Customers received notification of the field action. The report of an unresponsive lvp keypad issue is confirmed based on the recall for bd alaris¿ pump module model 8100 manufactured from december 1, 2016, to january 23, 2019. Device repair or returns are handled within the scope of the field action. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that three lvp experienced key pad failures due to restart button not working found during preventive maintenance.